Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the first catheter was used to implant the lead. The parameters were good, but the threshold of the lead was increased. A new catheter was then used to send the lead to another target. The parameters of the lead were good, and the lead was implanted. The first sheath was found to be oozing. The physician stated that the hemostatic valve was not closed tightly and there was bleeding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analysis noted that visual inspection found the hemostasis valve was damaged/cracked during use and that the catheter was received completely slit from the hub to the distal end. The dilator was not returned. Visual inspection were found slitting not on score line, spiral slit was observed along the body of the catheter shaft. Kink, spiral slit also appeared at the distal end of the catheter. If information is provided in the future, a supplemental report will be issued.